Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type ii and non-malignant pain. It was reported that when the rep saw the patient for a routine visit to add another program, the patient reported they were having a very difficult time recharging, and that they had gained a lot of weight since implant. Upon examination, the battery was found to be tilted in the pocket, to a degree that communication during charging was extremely problematic. They attempted to repeat recharging attempts, which resulted in poor communication with the controller. After discussing options with the patient's physician, a revision of the ins pocket was planned but not yet scheduled. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the revision was not yet scheduled. The rep reported that the patient admitted to gaining weight but the reason for the device being tilted remains unknown. No further complications were reported.